Event description:
In this case, it was reported that the device was explanted after an implant duration of approximately 9 years and 6 months due to stenosis secondary to pannus and calcification. The explanted device was replaced with a model 3300tfx 23mm. Per the operative report received, the previous placed prosthetic aortic valve was exposed. It had thickened with limited mobility of the leaflet, but there was no evidence of any destruction of the leaflet. The removal of the valve had formed a huge pannus, as well as the cuff had eroded into the aortic annulus tissue. A perimount magna ease tissue valve was placed successfully. The heart function was checked as well as the valve function was checked by transesophageal echocardiogram, which was satisfactory. No other details reported.

Manufacturer narrative:
Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the subject device was not returned, therefore, the source of the reported event cannot be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the reported event cannot be investigated, the spruce of the reported stenosis was likely due to the pannus and calcification noted by the health-care provider. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve/annuloplasty ring. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves/annuloplasty rings is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. No further actions are possible with the available information.